Manufacturer narrative:
H.6. Investigation summary: unconfirmed: reported condition was not observed at bd.

Event description:
It was reported that the bd hypoint¿hypodermic needles were missing glue. The following information was provided by the initial reporter: in a visual inspection of 800 needles we have observed 88 needles with a spot that lacks glue inside the hub additionally we found needle with lack of glue in the bottom of the cannula.

Event description:
It was reported that the bd hypoint¿hypodermic needles were missing glue. The following information was provided by the initial reporter: in a visual inspection of 800 needles we have observed 88 needles with a spot that lacks glue inside the hub additionally we found needle with lack of glue in the bottom of the cannula.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.